Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2011, a male pt was implanted with two gore viabahn endoprosthesis for an aneurysm in the popliteal artery. It was reported to gore that on (B)(6) 2011, the gore viabahn endoprosthesis thrombosed. The physician explanted the devices and performed a bypass procedure.